Event description:
The event occurred on an unspecified date and involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro, where it was reported there was a disconnection of tubing on the chemo trees. The status of the product at the time of the event is unknown. There was unknown patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Manufacturer narrative:
The complaint on the 011-h1267 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non conformities were found that would have led to the reported complaint.